Event description:
It was reported on a slice c form that a vns trd pt had made two suicidal gestures or attempts. The assessment revealed that the medical threat to life was characterized as "mild" (e.g. Took 10 aspirins-mild gastritis) to "moderate (e.g. Took 10 sleeping pills- briefly unconscious). Good faith attempts to obtain additional info are underway.